Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that ¿system did not have enough disk space to save images¿. Upon troubleshooting, fse checked the system and confirmed that ippc issue. Fse replaced the ippc and recreated image store. After replacing the ippc and recreating image store, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not have enough disk space to save images. The system was in clinical use. There was no reported patient or user harm.